Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile change prior to damage) issue. It was reported that the keypad buttons were intermittently unresponsive and hard to push. Reportedly, the keypad was peeling and it was noted that the tactile changes had occurred prior to the keypad damage. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the keypad cover was returned torn at the up arrow button. During testing, the up arrow and contrast keypad buttons were intermittently unresponsive and required excess force to respond; the down arrow and ok keypad buttons were appropriately responsive. During investigation, evidence of contamination was found under all key contacts.